Event description:
It was reported that when the pt was being moved, the tubing separated at the junction with the vamp. Reportedly, there were no pt complications or injuries.

Manufacturer narrative:
The device was not returned for eval.